Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and configured and the monitor power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's digital subtraction would not work, the system would not power down manually and the left monitor would not work.